Event description:
Boston scientific received information that this passive fixation, right atrial lead dislodged. The clinical study coordinator reported that likely the patient's physical activity, too soon post-implant, was a contributing factor. The patient has been scheduled for a lead revision; however at this time no additional information has been communicated and no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.